Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient was taken to the hospital on (B)(6) 2013, for treatment of high blood glucose levels (greater than 30mmol/l) and dka. The patient was admitted to the hospital and was put on IV fluids and insulin, the pump was removed. The reporter indicated that when the cartridge was removed the o-ring was found to have fallen off, additionally there was reportedly a crack in the infusion set connector and insulin was leaking. The patient was discharged from the hospital the following day and their blood glucose levels resolved to 9.6 mmol/l. The patient reportedly reattached to the pump and saw their blood glucose levels rise. The reporter indicated that the patient was using expired cartridges. This report is being made based on the indication that the patient was hospitalized for high blood glucose levels and dka related to the use of expired cartridges.